Event description:
One touch ultra meter would only prompt "error 2". Diabetes educator mentioned that the meter prompted error 2 upon insertion of test strips and powering the meter on by pressing the "m" button. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked diabetes educator through troubleshooting. Issue was not resolved through troubleshooting. Based on the information supplied by the diabetes educator, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter and control solution were replaced.